Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign material stuck beneath the light guide rod lens . There were no reports of patient involvement.

Manufacturer narrative:
The device was returned and the evaluation found no malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. New information added to the following fields: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over four (4) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However it is likely that unspecified foreign material at light guide lens occurred because the reprocessing could not be conducted properly due to leakage from biopsy channel. The event can be detected/prevented by following the instructions for use which state: instructions for use states the detection method in gif-h185 operation manual chapter 3 preparation and inspection. Instructions for use states the preventative measures in gif-h185 reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.